Event description:
It was reported that during the surgery, the implant broke. The pieces were removed from the pt.

Manufacturer narrative:
Examination of the device is not possible since it was not returned. No conclusions can be drawn for the root cause of the difficulty loading the implant on the inserter or to the source of the broken implant. Since there were no indications of product or system discrepancies or deficiencies, the need for further action is not indicated. This is the final report that will be submitted associated with this incident and device.